Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead output was decreased. The lead remains in use. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.